Manufacturer narrative:
The user experienced severe hyperglycemia resulting in diabetic ketoacidosis and hospitalization while using the ilet. This situation can result in acute metabolic decompensation requiring hospitalization and is consistent with the reported inpatient admission and treatment with IV dextrose and supportive care. Engineering log review indicated the ilet was functioning as intended, with insulin delivery requests and alerts generated appropriately and no device malfunction identified. Device data showed loss of cgm connectivity prior to the event, resulting in no automated insulin dosing from the ilet during that period in the absence of cgm data or bg entries. Clinical assessment and patient confirmation indicate the dka was related to cannabinoid hyperemesis syndrome, a non-device-related medical condition, and was not caused by abnormal ilet performance. Based on available information, the event was attributed to non-device-related patient factors, with the device problem excluded. If additional information becomes available, a supplemental MDR will be submitted.

Event description:
On 14-jan-2026 it was reported that on (B)(6) 2026 the user experienced hyperglycemia with blood glucose (bg) levels reported as high as 1,200 mg/dl, resulting in diabetic ketoacidosis (dka). The user was transported to the hospital where the user was admitted (B)(6) 2026, treated with IV dextrose, and discharged (B)(6) 2026. No long-term health effects were reported.